Event description:
Boston scientific received information that the patient with right ventricular (rv) lead had a perforation on the heart wall. Thus, echocardiogram and pericardial tap was performed. The rv lead remains in service. No additional adverse patient effects were reported. Additional information (ai) informed that the rv lead as a cause of the perforation was not ruled out.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.